Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia, including a recent episode with a blood glucose of 42 mg/dl about two hours after a meal announcement made right before eating; the user reported frequent postprandial lows and no recent changes to targets, weight, run mode, insulin outside the system, calibration, medications, illness, time settings, or exercise, and confirmed recent fill tubing with temporary disconnection and no cartridge manipulation while connected. Symptoms included hypoglycemia requiring oral carbohydrate treatment. Outcomes included resolution with self-treatment and no hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education regarding potential overdosing for meals and recommendation to contact a clinical diabetes specialist. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.